Manufacturer narrative:
Valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The device was used in off-label implantation in the aortic position. As there are no specific IFU or training materials related to aortic insufficiency treatment procedures, the available training materials were reviewed only for information potentially relevant to the device use. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bv may indicate potential balloon movement during valve deployment in this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate the off label use for treating aortic insufficiency versus aortic stenosis caused or contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Remains implanted.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 29mm sapien 3 valve in the aortic position. The case is considered off-label as the surgery was to treat aortic insufficiency versus aortic stenosis as per the IFU. The initial 29mm sapien 3 valve was deployed but landed too low, and the physicians were concerned it would migrate ventricular. The team decided to put in a second 29mm sapien 3 valve and land it higher. The second valve landed as intended (higher) and the patient was transferred to post op care in stable condition. Surgery was completed successfully. There were no patient injuries during the case.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for valve deployment and position - malpositioned thv was unable to be confirmed due to unavailability of relevant procedural imagery and/or medical records. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU and training materials revealed no deficiencies. It should be noted that this was an off label implant of a sapien 3 ultra valve in the native aortic annulus with pure aortic insufficiency (non-calcification). The edwards sapien 3 ultra valve with the commander delivery system is not indicated for pure aortic insufficiency case. Therefore, the case is considered off-label. As reported, "a patient underwent a transfemoral tavr procedure with a 29mm sapien 3 valve in the aortic position. The case is considered off-label as the surgery was to treat aortic insufficiency versus aortic stenosis as per the IFU. The initial 29mm sapien 3 valve was deployed but landed too low, and the physicians were concerned it would migrate ventricular. The team decided to put in a second 29mm sapien 3 valve and land it higher." Per training manual, "thv should be deployed around 80/20 to 90/10 (aortic/ventricular) for aortic or (ventricular/atrium) for mitral." Due to limited information, a definitive root cause was unable to be determined at this time. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time.